Event description:
A caller reported experiencing two alarms, alarm 2 followed by alarm 26, linked to an occlusion event that occurred earlier in the day. The customer's blood glucose level was not adversely impacted, remaining below 500 mg/dl. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin therapy. No further assistance was necessary, and the case was closed by customer technical support.